Manufacturer narrative:
The root cause of the device malfunction is attributed to user error. This determination is based on the reported event details (see block b5), and the confirmation, obtained from the bsc sales rep, that the physician's technique was unusual, abnormal and led to an error that caused the sphincterotome device to fail. The complainant indicated that the device will not be returned for evaluation. It was not possible to identify any potential lot for the affected device due to the lack of product specific information (e.g part number, product description, etc.); therefore, a device history record review was not possible.

Event description:
It was reported to boston scientific corporation on april 20, 2007, that, during an endoscopic retrograde cholangeopancreatography using an unknown bsc sphincterotome device, on a female patient, "the doctor made a mistake and the cut wire touched the pancreatic wire and caused it to brake." The physician successfully completed the procedure using another unknown bsc sphincterotome device. The patient's condition was reported as "fine with no complications."